Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n232313, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The pump's indication for use (IFU) was listed as cerebral palsy and intractable spasticity. The patient had never reached a dose that managed her tone; this had been going on since the pump was first implanted. A catheter revision had been performed in 2011; details regarding the reason for the catheter revision were not provided. Additional information has been requested for drug information, pertinent medical history, related symptoms, date of the issue, cause of the issue, and diagnostics performed and results. (B)(4). Additional information was received from a healthcare provider (hcp). Patient history included no known allergies, spastic quadriparesis, born with semilobar holoprosencephaly, cerebral palsy, diabetes insipidus, gastroesophageal reflux disease, dysphagia, microcephaly, neuromuscular scoliosis, sublux bilateral congenital hips, and right hip dislocation. Prior to early 2013 or late 2012, the pump delivered lioresal and was then changed to gablofen.